Event description:
A customer reported an issue with their insulin pump where the gauge displayed a different amount than expected on a previous day. The pump showed -150 units while the customer expected 240 units, resulting in a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge. In follow-up discussions, it was discovered that the customer was overfilling cartridges. Although there was initially not enough evidence to confirm the pump was at fault, a replacement pump was approved to maintain customer satisfaction. The customer was educated on proper cartridge filling, instructed on using the replacement pump, and guided on returning the problematic pump to avoid charges. The replacement pump was sent to the customer, with relevant delivery adjustments made for their convenience. Customer will continue to use current pump.